Event description:
It was reported that this patient with a subcutaneous implantable cardioverter-defibrillator (s-ICD), experienced one inappropriate shock caused by t-wave oversensing while the device was programmed in the alternate vector. The event resulted in hospitalization. During troubleshooting, oversensing was reproducible when the patient was lying in a supine position. Re-screening was performed and failed in all available vectors. Technical services (ts) was consulted to review the device data. X-ray imaging showed suboptimal positioning of both the electrode and the device. Ts confirmed that there were no meaningful options for device optimization. Based on these findings, the physician elected to deactivate the device. The electrode remains implanted and in service. No additional adverse patient effects have been reported.